Event description:
Customer reported via phone call to have received a pump error alarm. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed and there was no resolution to pump alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.